Manufacturer narrative:
H4: device manufacture date: february 17, 2021 - february 18, 2021. H10: five (5) actual samples were received for evaluation. A visual inspection along with magnification was performed which observed loose particulate matter (pm) inside the fill port connector in two (2) samples only. Additional magnified inspection verified loose particulate matter inside the fill port connector. The reported condition was verified on three (3) samples and not verified in the remaining two (2) samples. The cause is manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported to have occurred on an unknown date between (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in five (5) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to use. There was no patient involvement. No additional information is available.